Manufacturer narrative:
During failure analysis, the reported event that the interface was broken off was confirmed through the visual inspection. During the device evaluation we were unable to determine what caused the broken interface. It is possible rough or improper handling led to the broken interface. The device was discarded by the manufacturer following evaluation.

Event description:
It was reported that the blue patient tracker broke off where it attached to the post during testing or set up prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the blue patient tracker broke off where it attached to the post during testing or set up prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Device not yet returned for investigation.